Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had blank display. The customer declined troubleshooting for high blood glucose. The customer's blood glucose at the time of incident it was 253 mg/dl and current blood glucose is 174 mg/dl. The customer reported that insulin pump received software error and passed the self test. The customer cannot get back in to the auto mode. The insulin pump will not be returned for analysis.